Event description:
Md attempted to use the reprocessed open endoclip. These instruments are not able to close properly and therefore don't clamp the vessel and increase bleeding. We used two of these instruments before we were able to find one that worked. The third one worked.